Event description:
The patient's grandmother reported that approximately 2 weeks ago while at school, the patient didn't eat lunch and "was inconsolable and wouldn't stops moving." She was taken to the emergency room and was subsequently admitted for 1.5 days - treatment was not reported. The next day she was able to fall asleep. She was prescribed oral medication - unknown drug and dosage. She then was noted to have "dark urine." The pump was last filled approximately 8 weeks ago. The pump has been interrogated and xrays were taken - date and results are unknown. Plan to follow up with hcp. On 12/29/2006, additional information received from the hcp indicates the drug used in the pump is lioresal ( no dose/conc. Reported). The onset date for the patient's symptoms was in 2006, which the hcp reports as increased athetotic movements. Treatments and troubleshooting included interrogation of the pump, ran the logs, performed xrays of the tubing. On the same day, a pump dye study and rotor study were performed. The hcp reports the pump appeared to be functional with rotor study and dye study. The catheter was intact via the dye study. The patient was referred to neurology for further treatment. The patient recovered without sequela.